Manufacturer narrative:
(B)(4). Batch #u5a75y. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge reload present. The cartridge reload was received partially fired 1/16 and damaged. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. It is possible that the damage was due to an improper handling of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing.

Event description:
It was reported that during an unknown procedure, the device could not be fired. The device was fired little by little when pulse-firing, then the device was locked out. The knife reverse switch did not function, so the manual override lever was used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.